Event description:
Sales representative reports that he received a call from a surgeon regarding one of his patients who underwent surgery using suretac. The patient is now having post-op complications; patient has celiac disease. It was confirmed that the patient was experiencing pain and inflammation. It was also stated that the surgeon was more curious about any correlation with the patients celiac disease and the suretac anchor.

Manufacturer narrative:
Device is not being returned for evaluation. Search or records confirmed there are no complaints on file in regards to celiac disease and suretac post-op conditions.